Manufacturer narrative:
Qn#(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received without tray, pusher not deployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to deploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, shuttle not en-gaged with needle spool, suture ferrule in place, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancies were observed: suture buckled - out of track, needle damaged: the needle tip is broken at the tip. Refer dimensional inspection for additional detail. Capsular tab (CT) did not unsheathe. The needle was found to be broken approximately 1.12 mm from the tip. Comparison with a reference needle shows approximately 1.12 mm of needle missing. The missing needle material was not returned with the device. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. A device history record (DHR) review was conducted for the lot number with no relevant findings. The customer report of: " the device was dysfunctional " was confirmed. Confirmations is based on interpreting the reported event to mean that the returned device did not create urolift implant within the patient. The failure mode of bone strike prevented the device from creating an implant. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure modes: ul - needle broken: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "the device was dysfunctional, we do not know what happened at this stage. There was no consequence for the patient. Patient is fine. No medical intervention needed, procedure was completed.

Event description:
It was reported "the device was dysfunctional, we do not know what happened at this stage. There was no consequence for the patient. Patient is fine. No medical intervention needed, procedure was completed.

Manufacturer narrative:
(B)(4).